Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the breath delivery (bd) power control/distribution, power supply, power module assembly, breath delivery (bd) and graphical user interface (gui) boards, graphical user interface display light emitting diode (led), compressor interface, compressor power control/distribution printed circuit board (pcb) and compressor power supply. The ventilator passed all testing per manufacturing specification and was returned to the customer. The above replaced parts were returned to medtronic for further failure analysis. The returned breath delivery (bd) power control/distribution, power supply, power module assembly, compressor interface, compressor power distribution printed circuit board (pcb) and compressor power supply was visually inspected and functionally tested with no anomalies noted. Conclusion: there was no malfunction or product deficiency identified with the breath delivery (bd) power control/distribution, power supply, power module assembly, compressor interface, compressor power distribution printed circuit board (pcb) and compressor power supply. The returned gui assembly and found the fpga (field programmable gate array) on ui pcb was damaged. Using a bk precision 1760a, power supply was set to 24v, it was discovered that the green led (ds5) would not illuminate, indicating no power is reaching the fpga and found the voltage in power supply was fluctuating in between 24v ¿ 22.6v. The damaged fpga rendered the board unsafe for installation in a test ventilator. The damage is consistent with the reported event that the ventilator will not turn on. Without a functioning fpga, the board will not perform as designed. The returned compressor power controller was found faulty while testing. The additional observation shows the root cause of the event appears that the u11 voltage reference ic was not producing the appropriate output (3.3vdc); actual 1.98 vdc. The returned gui cpu pcb was tested and found, there was a short circuit across the 3.3v power rail which was most likely caused by an internal short circuit in the thermally damaged u25 cpld device. This fault is one of multiple component part faults on this ventilator caused by a power surge. Without access to the customer ventilator and / or all components that may have contributed to the event it is not possible to determine the source of this power surge. The returned bd cpu was tested and found there was a short circuit measured across both the 3.3v power rail and the 1.2 v rail power rail, which was most likely caused by an internal short circuit in the thermally damaged u10 fpga device. This pcb was not installed into a test ventilator to avoid further circuit damage. This pcb would not boot up in a ventilator, if it had been installed, with this fault present. This fault is one of multiple component part faults on this ventilator caused by a power surge. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb980 ventilator hit a bump while transporting and found the unit was shut off, wont turn on and just had alarms. The ventilator was not in use on a patient at the time of the reported event.